Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the patient recently had a pump installed. The pump and catheter were removed due to infection. The patient¿s abdomen was full of what appeared to be a thick, yellow fluid. The patient had nothing but problems with pain since. The medication delivered via the pump was unknown. This was posted in an online forum; follow up regarding patient outcome was not possible. If additional information becomes available, the event will be updated.